Event description:
It was reported by the rep that the (1) tlc55 and the (1)tcr55 were used during a bowel resection procedure. It was reported that the (1) tlc55 malfunctioned on the second or third firing. The tissue was transected but the instrument could not be reopened. The instrument was finally pried open and worked okay after that. There was no consequence to the patient.